Event description:
The facility reported an infusion pump that "failed delivery accuracy test" during biomed testing. The hospital representative stated they have no record of any pt incident since the last baxter service event. During service testing, the baxter service technician reported the pump underdelivered.